Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15831. The pt reported he wants to have his ipg explanted and replaced due to not receiving any pain relief from his scs system. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.